Manufacturer narrative:
Device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08720 inches. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. However, device received with a high sleep current measurement, problem isolated to the electrical board. Device received with cracked case behind the pump at the battery compartment, missing display window cover, cracked select button keypad overlay and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was unknown whether customer was using auto mode or not. Customer stated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.